Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted and was leaking cerebrospinal fluid (csf). The issue was detected during procedure, before implantation site closure and the event led to 15 minutes surgical delay. The procedure was completed with a replacement product available. The patient is in stable condition. The microsensor was used with icp express monitor (ID 826635) and icp express cable (ID 826635).